Manufacturer narrative:
Per tandem user guide: since air bubbles can compromise delivery accuracy, always remove all bubbles when drawing insulin into syringe; always hold the pump with the white insulin fill port pointed up when filling cartridge; and always ensure that there are no air bubbles in the tubing when filling. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that air bubbles were observed within the patient line. Reportedly, the customer had not primed the infusion set tubing completely when loading the pump supplies on the cartridge. Tandem technical support educated the customer on proper loading procedures. Customer primed the tubing to address the issue. Customer¿s blood glucose level was between 350-355 mg/dl.